Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clamp evacuates the clips but does not pinch. When the trigger is pressed, a clip is recovered but at no time does it clamp the clip. The clips are not badly formed, they are intact and there were no scissored clips. The clip did not hold the tissues. There was a change of device and there were no consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2022. D4: batch # v95h50. Investigation summary: the analysis results found that the msm20 device was received with a clip in the jaws and with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the anti-backup lever was found to be out of its intended position, jamming the firing mechanism. And six clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.